Event description:
During a routine mammogram it was suspected I had a ruptured silicone gel implant (right breast only) and was confirmed through MRI on (B)(6) 2018. This was a silent rupture. I don't know how long it was ruptured for but have noticed not feeling well over the past 6 months with symptoms ranging from - sudden weight loss, intolerance to cold, fatigue, lack of appetite, failing memory, pain in right side of chest, increased anxiety, and increased hair thinning and loss.